Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system was scheduled to have tachy therapy turned off for hospice care. It was noted that the patient was pacer dependent. Impedance trends for all three leads, including this right atrial (ra) lead, showed a slight drop in impedance measurements. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports: mw5148931, mw5148932, mw5148933.